Event description:
Caller alleged discrepant results compared with the lab. Results was not provided by the caller.

Manufacturer narrative:
Caller alleged discrepant results compared with the lab. Results was not provided by the caller.